Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that one day post implant it was noted that this right atrial (ra) lead had dislodged resulting in ectopic beats which were oversensed. An x-ray confirmed that the ra lead was dislodged and a lead revision was planned. The device was reprogrammed to avoid tracking ectopic beats for the time being. No adverse patient effects were reported. This investigation is ongoing. Upon further information this investigation will be updated.